Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rigid video scope had minor scratches on the distal edge, minor cracks on side of video connector and fog free error. There was no patient involvement.